Event description:
The complainant has reported that during a therapeutic placement of an esophageal stent for treatment of an esophageal lesion, the deployment suture broke. Another device was used. The procedure was successful. There was no report of death, serious injury or mistreatment associated with this event. The patient condition was listes as good upon completion of the procedure.